Manufacturer narrative:
The perforator was returned for evaluation: DHR - no anomalies. Failure analysis - complaint could not be verified. Unit passed all functional tests. The presence of proud weld could be the cause of the complaint. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. The complaint is vague and does not provide detail into what occurred in the event to be confirmed. The perforator was received in pieces, and the perforator did present with a proud weld. With the potential failure for this complaint being of disassembly, the root cause is being investigated through a corrective and preventative action (CAPA).

Event description:
A facility reported a perforator failed during surgery. Date of event : (B)(6) 2024. No additional information was provided after several attempts.

Manufacturer narrative:
Investigation update: failure analysis - additional evaluation the initial report stated the complaint could not be verified, but the complaint can be confirmed based on the receipt of the product and evaluation determining that the perforator had come in disassembled and the weld being found to be proud. Due to this manufacturing deficiency, the perforator could have disassembled during surgery causing the unit to "fail" as the customer described. Root cause - per the complaint background, perforator failed during surgery. The complaint was able to be confirmed in the complaint evaluation. A corrective and preventative action (CAPA) is open to investigate the disposable perforator product family for drills separating during use.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: updated fields: d9, g3, g6, h2, h3, h11 corrected field: d9 (device available for evaluation): initially sent "yes"; corrected to "returned to manufacturer".